Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture at the fiber beveled edge. The fiber proximal to the fracture was found to rotate independently of the metal cap; severe char and detritus were also observed on the metal cap. Both caps remained attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 67,913 joules of use. The procedure was completed using a second fiber. Patient outcome: no injury to the patient.